Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 47 mg/dl. Customer stated that the it was unknown whether the customer was using automode at the time of reported event. Customer did not received a sensor updating value not available alert. Customer did received a calibration not accepted alert and a change sensor alert. The device will not be returned for analysis.